Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("my removal on (B)(6) 2018") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced asthenia ("how stable my energy levels since removal"). The patient was treated with surgery (underwent essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown and the asthenia was resolving. The reporter considered asthenia and medical device removal to be related to essure. The reporter commented: plaintiff stated that " I have not needed a nap or excessive amounts of caffeine since my surgery." Concerning the injuries reported in this case, the following one/ones was/were reported via social media: medical device removal, asthenia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.